Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call on (B)(6) 2018 that they received recurring no delivery alarms. The customer's blood glucose was 593 mg/dl at the time of incident. Customer says they treated with manual injection insulin pen and by using the insulin pump. Troubleshooting was completed and determined the alarm was caused by a bent cannula. The customer's blood glucose was unknown at the time of call. Customer also did troubleshooting for high readings. The insulin pump will not be returned for analysis. Frn-model unknown ¿ reservoir.